Event description:
Info received indicates the head and knee up does not work but the hi/low does works.

Manufacturer narrative:
The issue was isolated to a stuck CPR handle. The CPR handle was freed to repair the bed.